Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the condom catheters were sticky and not user friendly.

Event description:
It was reported that the condom catheters were sticky and not user friendly.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (male external catheter) product ifus were found to be adequate based on past reviews. The device was not returned.